Event description:
It was reported that "dr attempted to remove a 2 level hybrid plate with the screw extractor removal instrument. The newest remover was initially used, but the tip of the draw rod broke in the head of the screw. Next, we attempted to use the old style removal instrument. The tip of this draw rod also broke. Finally able to remove plate with the final tightening screwdriver."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.